Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device wasn't cooling. Biomed just received this loaner they confirmed that the chiller wasn't dropping below 31.4 degrees. They were sending a replacement loaner and bringing this one back.

Event description:
It was reported that the arctic sun device wasn't cooling. Biomed just received this loaner they confirmed that the chiller wasn't dropping below 31.4 degrees. They were sending a replacement loaner and bringing this one back.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller due to a stuck hot gas bypass valve. The device was evaluated upon receipt. Unit will not cool down, all 3 pumps are working. Hgbv was sticking. Replaced chiller. The arctic sun stat passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.